Manufacturer narrative:
(B)(4). Eval results: patient vessel morphology, stent deformation and failure to deliver device. Eval conclusion: device failure/lack of effectiveness related to patient condition.

Event description:
The physician was attempting to implant a 3.50 mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in the tortuous circumflex artery and it was reported that difficulties were encountered on crossing the target lesion. On removal of the stent it was reported that there was 'damage to the mesh of the stent'. The physician opted for stenting with another medtronic stent. No pt injury occurred and no clinical sequelae were reported. Please note that this device (eres35030x) is distributed outside the united states; however, it is similar to the united states distributed product (en35030ux).